Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in (B)(6) reported that during a procedure for a distal radius fracture the surgeon had placed the plate and had drilled the bone through the guide block and quick drill sleeve. He then inserted and locked a va locking screw through the guide block. The surgeon could not rotate the head of the screw in the proximal row most styloid hole. The surgeon removed the guide block and noted the screw went through the hole. He removed the screw and used a fixed angle screw with torque limiter to complete the procedure. This report is #4 of 4 for the same event.